Event description:
The customer reported 'iris potentiometer' errors during patient care cases. No patient or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.